Manufacturer narrative:
It was reported that the implant failed to osseointegrate. The implant was loose and had to be removed after three months of healing period. No serious injury was reported to the patient and the current patient status is reported to be satisfactory. The DHR was reviewed based on the lot number provided and no discrepancies were noted. During the course of the procedure, nothing abnormal was noted with the implant itself. However, failure to osseointegrate is a well known inherent risk of the implant procedure and is not caused by the implant itself. A follow up report will be submitted upon completion of the evaluation and investigation of the complaint part.

Event description:
The dentist reported that the implant failed to osseointegrate at tooth location#7. The implant was initially stable when implanted, but was loose when the torque test was performed after 3 months of healing. The implant moved at the torque test and was removed. There was initial infection at the implant site and was healed upon treatment with antibiotics. The patient is reported to be in satisfactory condition with no serious injury or any other adverse events. The patient bone quality was type ii with general bone loss. However, no granulated tissue was noted and the bone still looked threaded.

Manufacturer narrative:
Additional information: section d d4: unique identifier (UDI) add as it was omitted from the initial submission. Correction: section a b: required intervention to prevent permanent impairment/ damage (devices) selected as it was omitted from the initial submission. Section h h1: malfunction was selected on the initial submission yet based on the complaint narrative it meets the criteria of a serious injury. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the complaint cannot be verified, and there were no nonconformities identified. Returned sample(s)/device inspected results: the returned implant was visuallyinspected and verified to be an inclusive tapered implant 3.7mmd x 11.5 mml x 3.5 mmp using the radiographic template. Closer inspection of the returned implant revealed that the micro threads near the platform of the implant have the sandblasted surface removed and are deformed. It is suspected that the implant was pulled out of the patient due to the deformed micro threads having excess deformation on opposite sides indicating the use of pliers. No defect or non-conformity was observed. Investigation results: the returned part was inspected and evaluated visually and in comparison with the DHR. Closer inspection of the returned implant revealed that the micro threads near the platform of the implant have the sandblasted surface removed and are deformed. It is suspected that the implant waspulled out of the patient due to the deformed micro threads having excess deformation on opposite sidesindicating the use of pliers. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaintis inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was toosoft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.